Manufacturer narrative:
Update a2: the patient gender reflects the average gender of patients in the article. Update b7. Update h6: component code. Update h10: literature citation - ram e., schwammenthal e., cohen h., kogan a., peled y., sternik l. And raanani e., outcomes of degenerative mitral valve repair surgery for anterior, posterior, and bileaflet pathology, ann thorac surg 2020;110:934-42.

Manufacturer narrative:
Multiple attempts were made to obtain additional information about this event and patient identifiers. No additional information was provided. No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The patient age reflects the average age of patients in the article. A review of the manufacturing records for the device could not be conducted because the lot/serial number remains unknown. The device was not returned, so no engineering investigation could be performed.

Event description:
The literature article: "outcomes of degenerative mitral valve repair surgery for anterior, posterior, and bileaflet pathology" published by eilon ram et al. Was reviewed. The article was published jan 25, 2020, in the journal of thoracic and cardiovascular surgery. The paper discusses outcomes for mitral valve repair surgery using gore-tex® suture for anterior, posterior, and bileaflet pathologies. From january 2004 to april 2018, 760 patients which underwent mitral valve repair was involved in this study, the overall mean age was 57±13 years and 72% were males. 2 patients needed re-intervention due to rupture of the artificial chordea as the 5-0 gore-tex® suture was selected. Switching to 4-0 gore-tex® suture with an 18-mm needle provided stronger and enables a deeper and stronger bite on the papillary muscle. Mean time for reoperation after the initial surgery was 47 and 62 months for these two patients with rupture of the artificial chordae. Both patients had good early and late results with no complications after reoperation.